Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that shaft break occurred. The target lesion was located the severely tortuous and severely calcified left anterior descending artery. A 2.50x24mm synergy ii drug-eluting stent was advanced but failed to cross the lesion. During removal the stent catheter kinked on the heavy calcium and tortuous vessel and broke in half. No patient complications were reported and the patients status is fine.